Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and evaluated the device. Per the v60 manual the inside of the unit was inspected for any loose cables or tubes with none found. Per good faith effort (gfe), the customer confirmed that the device was not delivering tidal volumes when the test was being run, the values did not increase pass the base values of 1 to 3. The gas delivery system (gds) was ordered and once received, it will be replaced to resolve the reported issue. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, gas delivery system (gds) replacement, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that device will not deliver volumes. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Resolution and disposition are pending - investigation is ongoing.